Event description:
It was reported that the pump's insulin on board value was inaccurate. There was no reported impact to customer's blood glucose level. Tandem technical support was unable to confirm the reported allegation as the customer declined troubleshooting and declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.